Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. Prior examination of the lv lead revealed failure to capture and lv lead dislodgement. X-ray imaging was also performed. The lv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.